Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the fio2 settings was at 80% against 40% set-up. The ventilator suddenly had inspired tidal volume (vti): 100 ml, 90 % of increase of o2 . Transducer test passed but when checked transducer (xdcr) on xdcr wave form, it was 0.0 against xp: 9.2. The customer reported there is no patient consequence associated with the event.